Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the inner threaded piece broke on a transforaminal lumbar interbody fusion/direct lateral interbody fusion (tlif/dlif) inserter. It was confirmed that no patient was present when the issue was observed. The issue occurred outside of a procedure.

Manufacturer narrative:
H3, h6: the inserter was returned for evaluation. Analysis found physical damage. The knob was broken off the inserted alignment rod and was missing. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.